Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, the patient underwent extreme lateral lumbar interbody fusion surgery on l4-l5. She was implanted with rhbmp-2/acs. Post-op, the patient suffered from progressively worsening low back pain with radiculopathy into her lower extremities. Currently, the patient continues to experience chronic and extreme low back and leg pain, swelling in her back, and radiculopathy and cramping in her lower extremities. She experiences difficulty standing and walking, requires a cane to assist in ambulation and a wheelchair to ambulate any extended distance. She cannot perform household chores, drive long distances, or sleep well due to pain. Her marriage failed as a result of her injuries and she suffers from depression. These serious injuries prevent the patient from practicing and enjoying the activities of daily life that she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011, the patient presented with following pre-op diagnosis: degenerative disk disease, lumbar; lumbar spondylolisthesis, degenerative. Patient underwent following procedures: anterior lumbar fusion through an extreme lateral interbody fusion approach left l4-5; cage placement, coroent peak from length, 10-degree lordotic at l4-5, the base of cage 18 mm x 12 mm x 55 mm; placement of small kit rhbmp-2 and 10 cc of formagraft into the cage; as per operative notes, ¿after the trial was placed the final cage after packing with the rhbmp-2 and formagraft. It was an excellent fit and good height restoration was noted. Final images were obtained, showing good position of the cage.¿ no intra-operative complications were reported.